Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no information available regarding the blood glucose level impact. The device is scheduled to be returned for a replacement, with the new pump's serial number provided.